Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: confirmed the display is dim/fading/reddish. Unrelated to the complaint, the battery compartment is cracked along the side starting from seal case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.